Event description:
It was reported that during a vats, middle lobe procedure the first firing with a green load was fine. The device was reloaded with a green load and the device tore some of the tissue. The device cut and stapled. When the device was removed there were some malformed staples on the distal portion of the cartridge. The rep stated that there was no bleeding. Another device was pulled to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the lts60a device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. In addition, several b-formed staples were received inside of a bag. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape.